Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A pts' head was reported to have slipped while pinned into an a1059 mayfield skull clamp. Additional info has been requested.